Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon leaked and was destroyed. The catheter was intact. The patient was found in urine with the fluid still in the foley. When removing the foley, the balloon was deflated and another foley was placed. After another 12 hours, the second foley deflated again. Per additional information received from investigators on 28oct2019, the balloon appeared to be ruptured.

Event description:
It was reported that the balloon leaked and was destroyed. The catheter was intact. The patient was found in urine with the fluid still in the foley. When removing the foley, the balloon was deflated and another foley was placed. After another 12 hours, the second foley deflated again. Per additional information received from investigators on 28oct2019, the balloon appeared to be ruptured.

Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. Evaluation observed noted an irregular balloon burst. No pieces of the sac were missing. The sample was evaluated under a microscope and no conditions were found that could be associated with the reported event. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿for urological use only warning: on catheter, do not use ointments or lubricants having a petroleum base. They will damage latex and may cause balloon to burst". Correction: device identification.